Manufacturer narrative:
Unit passed displacement, and active current measurement tests; it failed sleep current measurement, and self tests. After further review of the unit¿s interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. After swapping the boards out into another case, and then swapping a known good pcba2 onto pcba1, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with pcba1. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump's battery lasts less than expected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.